Manufacturer narrative:
(B)(4). The device was manufactured 4/11/14-4/17/14. An evaluation was performed to investigate the reported issue of damaged minicap on a returned companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified that the sponge was partially sticking up in the cap. The reported problem was verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number g0896845. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced damaged minicaps prior to product usage. The hp stated the sponge was completely outside of the mini-cap, but the iodine was still present. There was no noticeable damage found on the shipping box or the individual over wrap on the mini- caps. There was no patient usage of the product, and therefore no patient injury or medical intervention indicated at the time of the report. No additional information is available.